Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The pt was noted to have tear film insufficiency at a postoperative visit and was treated with medications.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 07/06/2009 and 07/28/2009 by phone. Additional information obtained from medical records. This report was mailed to FDA on: 07/31/2009.